Event description:
Hcp requested review of the patient's rv lead. (B)(6) 2022 carelink transmission observation: sensing issue: 3,189 short v-v intervals since (B)(6) 2021. There also is intermittent over-sensing noted on the atrial lead. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).